Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, it was observed that therapy was withheld due to the device's incorrect interpretation of a supra-ventricular tachycardia episode that was a true ventricular tachycardia episode. Programming changes were made and the patient is stable.